Manufacturer narrative:
(B)(4). The returned rns neurostimulator and two depth leads were investigated. There is no indication of product malfunction. There was no evidence of factors that could have caused or contributed to the reported event. The system included the rns neurostimulator and two depth leads: port 1, dl-344, sn (B)(4), right frontal and port 2 , dl-344, sn (B)(4), right frontal posterior.

Event description:
Neuropace was informed on (B)(6) 2017 that the patient's neurostimulator and two depth leads were explanted . When the patient's head was shaved, a small portion of both leads were exposed at the incision site. No further details regarding the event were provided by the treatment site.